Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide that the reported event has been deemed not reportable based off an internal review. It has been found that this event has been inadvertently reported; however, this event is currently deemed a nonreportable event.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination sl sheath was kinked. After dilation with a sheath introducer (4fr), the physician inserted an angiographic and a guide wire into an artery and advanced them to the target site. The physician felt high resistance, when the physician replaced the sheath introducer with the r2p device. The physician made skin incisions with a scalpel twice and managed to replace the sheath introducer with the r2p device. The procedure was carried on without any problem. Under fluoroscopy, the tip of the sheath seemed to be deformed. When the physician withdrew the device out of the patient, the physician observed that the tip of the sheath was kinked. The procedure was successfully completed. There was no health damage to the patient. Blood loss was less than 250cc's. There was no other devices or equipment used with the reported product. Additional information was received 28october2019: an endovascular treatment from the left radial artery to the left external illiac artery was done. The physician did not observe any kink when he unpacked. It is likely that the tip of the sheath kinked when the physician inserted the device into the patient. During the procedure, angiography showed that the tip of the sheath was slightly deformed.